Event description:
It was reported to ventec that the device's lcd touchscreen turned black during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a black lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen.